Event description:
Information was received that reported a patient was hospitalized on 10/10/08 due to an incident of hyperglycemia. The patient reports that she was out shopping and became unconscious. She was transported via ambulance to the hospital and admitted. Upon admit, her blood glucose was 598 mg/dl. The patient reports her blood glucose was elevated prior to her shopping trip, but she does not know how high or for how long. She was treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.